Manufacturer narrative:
On august 23, 2024, video evaluation was completed as follows: upon visual evaluation of the video provided in the complaint, the tissue expander was observed deflated. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified related to the issue reported. Based on the information currently available. This video was sent to mentor's manufacturing team for additional analysis. According to the manufacturing investigation, the process controls and data records collected for the deflated tissue expander are within specification. Physical analysis could not be performed as the device was not received and video were provided. Rent reported on product complain is not able to be confirmed as manufacturing defect. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Complete UDI number has been added to field d4 on this form. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast reconstruction primary with a mentor tissue expander, 550cc saline prosthesis experienced right sided deflation postoperative. The report indicated that after the first surgery, the surgeon filled tissue expander up to 450cc with saline. About a week after last injection the patient found her tissue expander¿s volume decrease and the te¿s leakage was so obvious that the patient could feel it. In second surgery he found a hole on tissue expander (on the border between dacron base and the main body of tissue expander) and he changed it with a mentor breast implant. As a result, patient underwent unilateral replacement with right product code: 3504004 bc; lot/serial number: (B)(6) on (B)(6) 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).